Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a battery failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery was malfunctioning. The asp evaluated the device. It was determined that the battery storage capacity was insufficient and the battery was replaced. The device passed all testing and was returned to service. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.